Manufacturer narrative:
Corrected information, as follows: there was/were 1 case(s) with a sample received for evaluation, a result code of no results available since no evaluation performed and a conclusion code of device not returned. There was/were 6 case(s) with no sample received for evaluation, a result code of no results available since no evaluation performed and a conclusion code of device not returned. There was/were 2 case(s) with a sample received for evaluation, a result code of operational problem and a conclusion code of operational context caused or contributed to event. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes e2000003 9 reported events for q3 2017. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 3 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code foreign material present in device. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code material opacification. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material discolored. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material opacification. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code failure to fold.

Manufacturer narrative:
(B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes e2000003 9 reported events for q2 2017. There was/were 2 reported event(s) of device code break. There was/were 1 reported event(s) of device code failure to fold. There was/were 3 reported event(s) of device code foreign material present in device. There was/were 1 reported event(s) of device code material discolored. There was/were 2 reported event(s) of device code material opacification.